Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic salpingo, while advancing the trocar into the abdominal wall the sheath broke and the cannula detached from the top portion of the port. A new trocar was used to resolve the issue. There was no patient injury.